Manufacturer narrative:
(B)(4). The reported inability to communicate with the device was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, rf telemetry did not work. The rf antenna was changed but the device was still unable to be connected. The device was not used. A different device was implanted and rf telemetry worked well. The patient was stable.